Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an apply sample message. On (B) (6), 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient manages her diabetes with r insulin and novolog insulin, no sliding scale. After the apply sample issue began at the beginning of (B) (6) 2010, the patient could not obtain a blood glucose reading on the subject meter. Reportedly, the patient used her onetouch basic backup meter. However, the patient indicated, she did not realize that her onetouch basic test strips were expired. The patient claimed that she was obtaining lower readings than usual. As a result of the alleged low readings, the patient stopped taking her novolog insulin for approximately 4 days. On (B) (6), 2010, at 8 am, the patient tested at "138 mg/dl" on the backup meter. The patient did not have any symptoms and reportedly was feeling great. When she went for a doctor's office visit at 9 am, the patient was tested at "525 mg/dl" on the clinic's meter. The doctor treated the patient with 30 units of regular insulin and 15 units of novolog insulin at 10 am. During troubleshooting, the csr noted that the testing technique was correct. The product issue was resolved with training. This complaint is being reported, because the patient claimed that she received treatment for hyperglycemia two weeks after she was unable to test her blood glucose on the subject meter. Replacement product was sent to the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 299 mg/dl and 109 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.